Manufacturer narrative:
Reported event an event regarding abnormal ion level involving a restoration modular body was reported. The event was not confirmed. Method & results product evaluation and results: not performed as product remains implanted. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: it was reported that the patient had excessive levels of chromium and cobalt in his blood. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue. The event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. No recall was identified for the reported device. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends. H3 other text : device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2015 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2015 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device and excessive levels of chromium and cobalt in his blood.